Event description:
It was reported that (1) device was used during a replacement procedure. It was reported by the affiliate that the pmw35 stapler locked on the skin. It took a lot of manuevering to remove the device. It is unknown how the case was completed.